Event description:
It was reported that an ilet user experienced repeated insulin delivery occlusion alerts and blood glucose of 198 mg/dl. That resolved only after full supply changes while using a contact detach 23" infusion set, with troubleshooting identifying repeated placement of infusion sets at the same site as a likely contributor; the user moved the infusion site to a different location during guided troubleshooting, customer care provided assistance which included history review, user troubleshooting and education. Investigation of this case revealed site rotation practices inconsistent with instructions for use and that a supply change and new site placement resolved the occlusion. Symptoms included lethargy associated with hyperglycemia. Outcomes included no serious health impact and self-management at home. It was concluded that the event was related to infusion site management leading to insulin flow interruption, with device function restored after supply change and site relocation.